Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that during a tpn infusion, as the patient was moving to the bathroom, the extension set broke apart and leaked between the filter and female end of the extension tubing. The primary set luer remained connected to the extension set during the event. Alcohol was used to clean the connection points around the filter, the tubing pieces were pushed back together, and the nurse was then notified. A new set was obtained to continue the tpn infusion. No patient harm was reported.

Manufacturer narrative:
Additional information provided: concomitant medical products. The customer¿s report of the extension set broke apart and leaked was confirmed. Visual inspection of the set noted separation at the engagement between the filter outlet and tubing sleeve. Closer inspection of the separation under a lab microscope observed insufficient solvent at the engagement. Functional testing was deemed unnecessary due to separation. The tubing sleeve was measured to be within measurement specification. The root cause of the failure is insufficient solvent at the engagement between the filter outlet and tubing sleeve.

Event description:
The customer reported that during a tpn infusion, as the patient was moving to the bathroom, the extension set broke apart and leaked between the filter and female end of the extension tubing. The primary set luer remained connected to the extension set during the event. Alcohol was used to clean the connection points around the filter, the tubing pieces were pushed back together, and the nurse was then notified. A new set was obtained to continue the tpn infusion. No patient harm was reported.